Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display device was not giving numbers occurred. It was indicated that alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause could not be determined. The reported event of a display device was not giving numbers is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.